Manufacturer narrative:
One ensite recordconnect signal conditioning unit ii (ric ensite to scu 2) was received for evaluation. Visual inspection revealed the scu 2 output connectors, and scu 2 input ports free of physical damage. The cable wire insulation was intact with no noticeable nicks or cuts. The ric was evaluated by using ric to ensite test station and functional test, which was successful. Then from an ECG stimulator to catheter input module (cim 1 and cim 2) to ric to a test claris amplifier. Observations of electro-cardiogram and intra-cardiac signals within the claris study was successful for all 1-120 channels and the ecgs. Each signal was isolated and viewed individually not affecting any other channels. The reported event was not duplicated as the device functioned as expected and evaluation testing was successful. Based on the investigation and information provided to abbott, the reported event was not confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Related manufacturer ref: 2184149-2021-00365. During an atrial fibrillation procedure, due to a catheter display issue, the procedure was cancelled. The coronary sinus catheter displayed incorrectly and appeared kinked on the mapping system. Multiple troubleshooting efforts were conducted to no resolve and the procedure was cancelled with no adverse consequences to the patient. During further troubleshooting following the procedure, the navlink and recordconnect were exchanged and the catheter display issue was resolved.